Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. A pacing lead was placed in patient utilizing the whisper 3 cm guide wire. When the guide wire was being removed, it got stuck and required extreme force to remove it. No additional information was provided.

Manufacturer narrative:
Device codes: 1494 labeled. Internal file number (B)(4). Event date estimated on the initial MDR; however, the correct event date is (B)(6) 2018. Addition: device code 1494 - indication for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The hi-torque guide wires instruction for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the date of event was (B)(6) 2018 treating the left atrium. The guide wire stuck with the pacing lead during removal but was removed independently. The procedure was continued with a different guide wire. There were no adverse patient effects or clinically significant delay. The final patient outcome was good. No additional information was provided.